Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that after the impella device was removed, a small dissection of the right femoral artery was observed. To manage the complication, two balloon tamponades with covered stents were performed. The patient was also prescribed two milligrams of protamine and a femstop was placed at the groin site for a duration of four hours. The device was explanted, and the procedural outcome was the patient survived.